Event description:
I was using the resmed airmini bipap and I inhaled small brown particles from the machine. Over the past several months after using the machine I have headaches, cough, nausea, and dizziness. FDA safety report ID# (B)(4).